Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that cgm values were ¿dangerously inaccurate¿. Reportedly, customer was ¿in danger of a hypoglycemic event or death¿, and experienced elevated blood glucose. No additional specific information was provided regarding the allegations. Customer declined follow up from tandem technical support.